Event description:
I was seeking a permanent contraception and my doctor suggested essure, at no given point, was I warned of any side effects and possible problems that I would endure if I chose essure. I trusted my doctor and went through with the implantation of the coils. Two weeks after the surgery, I began to feel extremely bloated, but this was not your average bloating, it hurt. This went on for two weeks with nothing but uncomfortableness. I called the doctors and they said that it was my hormones adjusting to things and that I should not worry. The bloating never went away and two months later I'm still battling with this painful bloating that makes me look like I'm 5 months pregnant. None of my clothes fit and I'm in constant discomfort because of it. Today, I went to the doctors and was told that there is no relation to the coils and my symptoms, I know it is not true because I've found (B)(4) women that share the same and even worse symptoms as myself. Please remove this device from the market and end this for all of us women who became victims of this nightmare that our doctors could have prevented.